Event description:
The patient complained of severe pain. On (B)(6) 2012, he had surgery for reconstruction because cup had skipped out and it was floating.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.